Event description:
Customer reported that he had issues with two sensors, they were alarming sensor error. Customer stated that he removed the sensor and noticed that the sensor cannula was not there. Customer stated that he went to see his doctor to ensure that there was no cannula still in his body. Customer stated that the doctor did not found anything. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.